Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no objective evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements. An alert was issued in the remote monitoring system for this measurement. Technical services reviewed the available data and noted the shock impedance had increased rather steeply, from around 90 ohms in november to around 130 ohms in december 2019. Technical services discussed troubleshooting with patient movements/maneuvers to create noise or jumps in impedance measurements. The physician could consider delivering a 1.1 joule and maximum energy shock to test the lead integrity. The device and lead remain implanted and in service. No adverse patient effects were reported.